Manufacturer narrative:
The root cause of the invalid plates was determined to be user error since the customer did not follow the product IFU, specifically inadequate vortexing and/or centrifugation of the qpcr plate. The customer site was re-trained on the product workflow, after which the customer no longer experienced these issues.

Event description:
Improper mixing of plates led to erroneous results. Customer notified thermo fisher scientific of 7 failed plate runs attributed to the internal positive control, which resulted in the need to re-run patient samples. The issue was caught in the lab and there is no indication of false results being reported to patients and/or healthcare providers. The customer reported no patient death or serious injury to thermo fisher scientific. The root cause of the invalid plates was determined to be user error since the customer did not follow the product IFU, specifically inadequate vortexing and/or centrifugation of the qpcr plate. The customer site was re-trained on the product workflow, after which the customer no longer experienced these issues.